Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from date manufacturer was made aware.

Event description:
It wea reported that the patient experienced inadequate stimulation. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg). When patient attempted to charge the device, it sends shockwaves down the leg rather than the intended therapeutic waves, hence the patient was unable to get it to charge properly.